Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ((B)(6)) scs lead migrated following a fall. As a result, the patient underwent surgical intervention where the lead was explanted and replaced. Reportedly, stimulation was restored postoperatively. Device information (serial #, lot #, expiration date, manufacture date, implant date) is unknown.

Manufacturer narrative:
Correction: additional information received clarified the device model no. Was reported incorrect. This report contains corrected data. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.